Event description:
It was reported that after an atrial tachycardia ¿ right side procedure, a charring or discoloration of the catheter tip was noticed when the catheter was removed from the patient's body after the case was completed. It was also reported that it was discovered on the (B)(4) study after the case was completed that the patient had an increase of (atrium-to-his bundle) ah interval. No medical intervention was done and the patient was stable and under observation.

Manufacturer narrative:
The concomitant products: carto 3 system: (serial#(B)(4)), stockert generator: (serial#(B)(4)), 2 catheter: d6dr252ct (same lot#15974799m-disposed of). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a charring or discoloration of the catheter tip was noticed when the catheter was removed from the patient's body after the case was completed. It was also reported that it was discovered on the ep study after the case was completed that the patient had an increase of ah interval. No medical intervention was done. The patient was stable and under observation. The returned device was visually inspected upon receipt and char was found over the tip dome. Due to this, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. No further testing was required since the increase in the ah interval occurred after the case was completed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.